Manufacturer narrative:
The pump remains implanted. The controller received by manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. A supplemental report will be submitted when the manufacturer's investigation has been completed. Pump remains implanted.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that a controller power up event occurred on (B)(6) 2015 at 00:10:51, which meant that both power sources were disconnected from the pump at the same time or that a communication anomaly occurred between the controller and its power sources. Incidentally, there were also a series of premature switching events from ps1 to ps2 and vice versa before the 25% threshold was reached. This might have been due to patient use factors or communication anomalies between battery and controller. The available log files also showed a vad stopped alarm on the reported event date (B)(6) 2014 at 14:09:01. This was probably caused when the controller was replaced. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is a communication anomaly between the controller and its power sources which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that while the patient was asleep; the pump was connected to the cac power and one battery. Upon waking, he heard an audible and red alarm on his controller. The patient assumed it was caused by a power supply problem, which he reportedly could not read the display because it was dark. The patient disconnected the cac adapter and replaced it with a battery on port one (1). The controller stopped alarming, but after about 20 seconds he heard low priority alarm that indicated a power source was missing on port one (1). The patient exchanged the controller without problems. There were no consequences to patient reported.